Event description:
The patient was admitted for an elective procedure to a moderately calcified, non-tortuous, obtuse marginal artery. Two cypher stents-- a 2.5x18mm and a 3x23mm--were deployed to overlap. Underdilation was observed at the overlapping section, and that section was postdilated. During this postdilation, the site was overdilated, which created a perforation of the vessel at the overlap site. Heparin administration was stopped and the pt was monitored. Two weeks later, coronary angiography found both stents to be fully occluded with thrombus. Per report, nothing was conducted to treat the thrombus. The pt is currently in stable condition. The type 35mm, de novo, type c target lesion was eccentric and calcified. The site was pre-dilated with a balloon 2.520mm at 12atm for 60 seconds. Then a cypher (2.5/18mm) was implanted at target lesion at 18 atm for 40 seconds.